Event description:
The dealer stated the patient called at 1:00 am as his chair was locked in the tilt position. The dealer went out and assisted the patient back into bed. The dealer assesses the tilt actuator, this will be the 3rd on the chair.